Event description:
During an ercp, a disposable snare was being used to retrieve a cotton-leung stent for replacement. The snare loop was secured around the stent and the physician began pulling the sheath out of the biopsy channel when the snare head detached. Another manufacturer's snare was used to retrieve the detached snare without incident. The patient is reported to be in satisfactory condition and no further complications occurred.